Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. During on-site inspection, our field service engineer judged that the expiratory channel printed circuit board (pcb) was faulty. The expiratory channel pcb was replaced and returned for investigation. A visual inspection of the returned expiratory channel pcb did not show any anomalies. The evaluation of received device logs shows that pre-use check failed on the safety valve test for the first time on (B)(6) 2019 with a "safety valve did not open" message. The date of event will be updated accordingly. The returned expiratory channel pcb was installed in the reference ventilator. It was confirmed that the safety valve test failed with the "safety valve did not open" message. The test failure was permanent. Electrical measurements revealed that the expiratory channel pcb never signaled for an open safety valve. The expiratory channel's safety-related functionality for opening the safety valve under certain circumstances was not reliable. The reported fault was found during pre-use check and a check shall always be performed immediately prior to ventilation. If ventilation is still started, the user will be notified by the technical alarm "safety valve test failed". A fault condition that prevents the safety valve from opening when it should can lead to high pressure to patient. The conclusion is that the reported issue was caused by a failure on the returned expiratory channel pcb. The fault is considered a one-time component fault, although the faulty component was not definitively identified.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).